Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Investigation summary: the affected device was returned for evaluation. The unit looks to be in good condition, no cracks or damages visible during the visual test. Functional test was done in accordance to qcp 026. The problem can not be confirmed. All measured electrical values in accordance to iec62353 are valid. Device is working as expected. No root cause established as the problem was not duplicated. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device had error during operation despite a filled water tank. There was unknown patient involvement and no patient harm.